Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that waveforms were submitted for review. It appeared that the log file captured a loss of power to the mobile power unit on (B)(6) 2025. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarms while the controller connected to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Data was reviewed in the submitted log files from the reported event date of 01oct2025. Low voltage alarms activated in the data reviewed, consistent with a loss of ac power to the system while the system controller was connected to the mpu. The event resolved when the power was restored to the mpu. The backup battery supported the system as intended during the loss of external power. The loss of external power did not prevent the controller from supporting the system as intended. Attempts to obtain addition event information were made, but no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. The device history records were not able to be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.